Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 625 mg/dl and trace ketones. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer administered a manual injection to address the issue. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer on insulin labeling.